Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the gas delivery engine(gde) installed in a known good avea test station and powering the gde in a avea unit the reported issue was not duplicated. The root cause of the reported issue could not be duplicated, the gde meets factory specification.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) evaluated the device on site and replaced the gas delivery engine (gse) in order to resolve the reported issue. The device was tested and returned to the customer working to service specifications.

Event description:
The customer reported while using the avea ventilator, it alarmed ext high ppeak. The customer reported no patient involvement associated with this event.